Event description:
It was reported that a patient, initial right shoulder implanted on an unknown date, underwent a revision procedure in (B)(6) 2024 due to infection and loosening. The implants were removed and stimulan beads were implanted. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. An x-ray image was provided. The explanted devices are not available for analysis. They were sent to pathology. Device images were provided. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of humeral loosening, prosthesis wear, and infection. The cause of the loosening cannot be confirmed but may be due to an insufficient bond between the stem and surrounding bone interface and/or due to the reported infection. However, the reported infection cannot be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and product information was not provided. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. Implant date is unknown. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.